Event description:
During initial implant procedure, the header and lead connection was reviewed and it was not possible to remove the lead from the header due to the set screw. The system was implanted. The patient was stable.